Event description:
It was reported patient underwent a revision procedure eight years post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: cruciate retaining cr-flex gender solutions female (gsf) femoral component porous catalog # 00575201502 lot # 63023469. Articular surface use with plate 3,4 size yellow/c-h 10 mm height catalog # 00595203010 lot # 62924592 mis hdegd scr 48mm catalog # 00-5983-040-48 lot # 62988688. Mis hdegd scr 48mm catalog # 00-5983-040-48 lot # 62949749. Headless trocar drill pin 75mm catalog # 00-5901-020-00 lot # 63018395. G2: australia h3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned by hospital.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.